Manufacturer narrative:
A product evaluation was completed. The report of inflation difficulties was confirmed. As received, balloon was found to be ruptured at the central area. The edges of latex did not appear to match up. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures, and, to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. Both balloon windings were intact. Through lumen was patent without any leakage or occlusion. No visible damage was observed from catheter body. Further evaluation regarding related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon of the fogarty catheter did not inflate during inflation test before use. There were no patient complications reported.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. The lot number was not provided thus a device history record was not reviewed. Corrections to the h6 codes investigation findings and investigation conclusions were made. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.